Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Implant placed (B)(6), 2009, however, physician did a revision surgery on (B)(6), 2010 due to persistent pain; likely related to loosening of the implant.